Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for shock impedance out-of-range at 128 ohms. Technical services recommended troubleshooting options in clinic. The ICD and right ventricular (rv) lead remain in service and no adverse patient effects were reported.